Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room via ambulance after having passed out at work. The patient felt well in the morning. Medics found the patient in brady- cardia at 15-20 bpm. The patient was pacemaker dependent. The device exhibited no output. A new device was placed without problems and the patient was stable.